Event description:
A white piece from the tip of the ethicon endo-surgery ace laparoscopic shears came off the device and became stuck in a trocar. The tip was retrieved in its entirety. FDA safety report ID# (B)(4).